Manufacturer narrative:
The hcp was able to grab sensor tip with the clamp but had trouble removing it. When the hcp pulled on the sensor to remove it, the distal end of the sensor broke off. All fragments of the sensor were successfully removed. The hcp discarded all the fragments; thus, no visual inspection of the broken sensor could be performed in-house. The breakage was most likely due to excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue may encapsulate the sensor, making it difficult to remove. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. The user is doing well and was inserted with a new sensor. No further resolution was found necessary for this complaint.

Event description:
On april 8, 2024, senseonics was made aware of an incident where the sensor broke during the sensor removal. All fragments of the broken sensor were recovered and successfully removed.